Event description:
This spontaneous report was received on (B)(6) 2013, from a (B)(6) female consumer reporting on self from the united states. The consumer did not have any known medical history and was not taking any concomitant medications. On (B)(6) 2013, the consumer used o.b non-applicator tampons vaginally used two tampons every four hours, for periods (lot number 0043m8028 and expiration date unspecified). On the same day, while removing the tampon, the inner part of the tampon got unraveled and a thin external sheet of outer shell of tampon got stuck inside her vaginal area. She opened another tampon to make sure if it was a mistake. She had been using this device from thirty years and never experienced this problem before. The device was not used further. The event was resolving. This report was assessed as non-serious. The company causality was assessed as related. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 09-jul-2013, from a (B)(6) caucasian female consumer reporting on self from the united states. The consumer did not have any known medical history and was not taking any concomitant medications. On (B)(6) 2013, the consumer used o.b non-applicator tampons vaginally used two tampons every four hours, for periods (lot number 0043m8028 and expiration date unspecified). On the same day, while removing the tampon, the inner part of the tampon got unraveled and a thin external sheet of outer shell of tampon got stuck inside her vaginal area. She opened another tampon to make sure if it was a mistake. She had been using this device from thirty years and never experienced this problem before. The device was not used further. The event was resolving. This report was assessed as non-serious. The company causality was assessed as related. This report was considered as a reportable malfunction case in the united states. Additional information received on 27-aug-2013. The consumer provided a valid lot number and the returned sample was received on 25-jul-2013 and was visually inspected and no defects were noted with the product or packaging related to this complaint. Consumer returned o b super plus tampon 40ct box including 26 super plus sealed tampons. A review of the trending data revealed no unfavorable trends and no trend for the reported lot number. A review of product related issues revealed no changes. A review of process or facility changes revealed an only significant change which was implementation of the beast technologies designed to improve the cohesion between fibers, thereby improving the integrity of the tampon and reducing fiber tufting. Batch record review revealed that the process was executed as per established parameters and procedures. Visual inspection of the retain sample revealed no anomalies and device met specification. Based on the investigation results, no assignable cause was identified. Complaint trends would continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states.